Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device housing and the outer seal was detached easily. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.